Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed 8.2 cm from the strain-relief sleeve. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reap0218 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "line fractured." The line was placed on the (B)(6) 2016 . The event occurred during the 2nd course of chemotherapy. The facility reports the insertion was difficult as only one arm was available to place the device. The inserting clinician reportedly had difficulty making progress with the wire. The catheter was inserted in the basilica vein. The PICC length was 37.5 cm. Additional information received: the patient reportedly had 6 cycles of chemotherapy (pacitaxel). The nurses noted a blood stained fluid leaking from the exit site during IV therapy via pump. The IV specialist nurse was contacted and she re-dressed the catheter site. No leakage was noted on slow infusion, but when using a "push-pause" flushing, leakage was noted. The PICC was partially removed (the fracture was internal) and the remainder repaired and used for remaining IV therapies. No harm to the patient was reported.